Event description:
Additional information was received on 09/04/2024: the two needles broke inside the shaft of the ar-12990 knee scorpion. When they broke, all pieces were contained in the casing, and no fragments went inside the patient. There was a 3-minute delay in the case to get another tray. This was discovered during a meniscal root repair procedure on (B)(6) 2024. The part and lot number of the two broken needles are unknown.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed. However, the allegation that this happened upon opening the box cannot be verified due to the lack of pictures of the device inside or with the original packaging. One unpackaged ar-12990 serial/batch number (B)(6), was received for investigation. Functional testing found that the needle cannot be fully inserted and gets stuck inside the shaft of the device. Visual inspection noted unknown matter is visible in the suture slot of the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.

Event description:
On 08/30/2024, a sales representative via sems- (B)(4) reported that an ar-12990 knee scorpion was defective and seemed to have an issue with the cannulation of the scorpion from the agency's recently ordered meniscal root trays (from the set ar-4555s / lot: 15292175/408). They broke two needles, and the ar-12990 knee scorpion would not fire. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.